Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the maryland bipolar forceps instrument allegedly broke off, fell inside the patient, and was not retrieved. However, the root cause of the customer reported failure mode is unknown. In addition, the location of the missing instrument fragment is unknown.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a fragment from the maryland bipolar forceps instrument allegedly broke off, fell inside the patient, and was not retrieved. According to the initial reporter, the instrument was installed on arm 2 and the movement of the tip wasn't stable. The initial reporter indicated that a 1.5-2.0 mm piece from the yellow part of the tip of the instrument was broken. No further clinical information was provided.

Manufacturer narrative:
On 10/23/2017, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was not recorded on video. Prior to the start of the surgical procedure, the maryland bipolar forceps instrument was inspected and no issues were identified at the time. The instrument was used for less than 1 hour. The surgical staff noticed that the yellow part from the instrument had broken off while the surgeon was dissecting tissue. The surgical staff then replaced the instrument with another maryland bipolar forceps instrument. The surgical procedure was completed successfully. No intra-operative or post-operative complications were reported. The customer verified that the broken instrument fragment was actually retrieved during the surgical procedure. In addition, on 10/27/2017, isi received the maryland bipolar forceps instrument involved with this complaint. Failure analysis confirmed the customer reported complaint that a yellow part of the tip was broken from the instrument. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a piece measuring approximately 0.10 x 0.08. The customer did not return the missing piece. The known common cause of this failure is mishandling/misuse. Based on the additional and current information provided, this complaint is now deemed non-reportable due to the following conclusion: there is no evidence that the isi device caused or contributed to an adverse event. Although it was initially reported that the instrument fragment was retained inside the patient, the customer indicated that the broken piece was actually retrieved. In addition, there is no evidence that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. The instrument was returned to isi, evaluated, and it was determined that the instrument damage was likely due to mishandling/misuse.